Event description:
It was reported that patient underwent shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a proximal humeral fracture. Another revision procedure took place on (B)(6) 2013 due to the humeral head disassociating from the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "disassociation of the humeral head component from the humeral stem component has been reported. Failure to properly align and completely seat the components together can lead to disassociation." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05637 and 05639).

Manufacturer narrative:
Evaluation of the returned component found evidence to suggest the taper connection was not sufficient to retain the taper adapter to the stem. The component was found to meet manufacturing specifications. The surgeon is warned that "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."